Event description:
The customer reported an interlock failure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the power motor relay board, filament driver board, ps2 power supply, and high voltage cable. System operates as intended. This MDR is related to ge healthcare complaint.